Event description:
The pt reported hypoglycemic symptoms with a bg result of 300 mg/dl on the advantage test system. She reports her husband tested her blood glucose level on a non-professional meter at 20 mg/dl and this result matched her symptoms. She felt better after her husband gave her sugar water and candy or cookies to eat based upon her symptoms and the bg result of 20 mg/dl. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.